Manufacturer narrative:
The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the observed symptoms, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler syndrome, subclavian crush or other lead insulation damages. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.

Event description:
The device would not communicate with the programmer and was unable to be interrogated. The device was explanted and replaced.